Event description:
6 fr catheter inserted prior to x-ray. Appeared intact balloon inflated properly. Catheter taped to pt's leg, diaper reapplied. When diaper removed pieces of catheter were found. Went for cystoscopy to remove pieces of catheter. Catheter appeared to have deteriorated, brittle. Packages had no date marked for expiration.